Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The five (5) year routine follow-up showed the presence of a type ib endoleak; it was noted that there is tortuosity and some dilation of common iliacs distal to stent graft limbs. Physician elected to placed two (2) ovation limb on (B)(6) 2018. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a 1b endoleak. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.